Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3- approximated based on the date of explant.